Event description:
It was reported that customer saw cgm error message while using sensor. There was no reported impact to the customer¿s blood glucose level. Technical support guided customer through pump reset, error message did not reappear, and customer successfully started new sensor session.